Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data from the returned device showed that an 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. The investigation found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched. The length of the soft cannula measured above specification at 1.5570 inches. It could not be determined when or how this damage occurred. No tears or leaks were found that would result in fluid leaking from the pod or failure to deliver insulin.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Treatment was not provided.